Event description:
It was reported to resmed (B)(4) that a system fault (sf180) error message occurred on an astral device indicating a battery charger fault. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident. MFR #3004604967-2015-00183.